Event description:
It was reported last monday (4-11-2024) we had a serious problem with the guidewire from the powerpicc solo kit 5f. The guidewire is broken off when removed from the patient; a small piece remained in the cevalica vein. This was removed under vision in local anesthesia. The guidewire has a frayed end. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire is confirmed and was determined to be use related. One guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed use residue on the returned sample. The guidewire was returned in two segments with breaks in the core wire and coiled wire, unraveling of the coiled wire, and a knot at the proximal end of the detached distal segment. The break sites of the core wire and coiled wire of the guidewire were observed to be tapered and angular with a granular surface texture, which indicates tensile failure caused by excessive pulling force. The knot in the distal end of the returned guidewire was likely caused by repeated advancement and retraction of the guidewire against resistance within the vessel. This knot, once formed, would prevent passage of the guidewire through the needle and, ultimately, contribute to the break in the guidewire in combination with excessive withdrawal force. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported last monday (on (B)(6) 2024) we had a serious problem with the guidewire from the powerpicc solo kit 5f. The guidewire is broken off when removed from the patient; a small piece remained in the cevalica vein. This was removed under vision in local anesthesia. The guidewire has a frayed end. No other information was provided.